Event description:
In 2007, I had tmj biomet right bilateral prosthesis implanted for structural purposes. After surgery, the pain became much worse. I had to quit my profession, move closer to family, and am on disability due to my health conditions. My implanting oral surgeon saw me at my 6-month post-op. Appointment and said my surgery was a success since the screws were still holding and if I had any concerns I should address them with my family physician. I have not spoken to my implanting surgeon since. I suffer from chronic swollen lymph nodes. Doctors have ruled out infections and autoimmune responses. I also suffer from endometriosis and fibromyalgia since the silastic was implanted in 1990. My jaw function with the biomet is limited and uncomfortable. The real issue has been the extent of which I've had to adjust my life to keep the pain decreased by limiting my postural movements. I feel I'm on too many medications and I'm concerned about this. Living like this is very lonely and I feel as if my world is getting smaller and smaller.